Manufacturer narrative:
A software investigation that included a review of software logs concluded that unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information would not be provided by the site. This information not provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, when the screw plan was tried to be changed, display of the plan did not change even though the arrow on the attached photo was clicked. When the arrow was clicked again after clicking some proper plans, the plan could be changed normally. There was no delay to the procedure. There was no reported impact on patient outcome.